Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she normally charged the ins every day, stating that when she charged the ins charge level was down to 40%. The patient reported that the last 2 days, she hadn¿t had to charge the ins because the charge level had only decreased but 20% in the last 2 days. The patient reported that she knew the ins was working as she has relief in symptoms. The patient reported ¿I might have touched the wrong thing¿ when asked if she had made adjustments to the therapy, but she thought she adjusted the settings to what they were before. No further complications were reported. Additional information was received from the patient on (B)(6) 2019. The patient was calling because their ins is not depleting fast enough. Previously, they would charge their ins once a day when the ins battery level dropped to 50% but now they charge the ins once a week. The patient confirmed that the ins was on. The patient noted that the issue began in (B)(6) 2019 after having an unrelated surgery. The patient was redirected to follow up with their healthcare professional (hcp). The patient thinks a message was sent out to a manufacture representative (rep) for an appointment on the 28th at their hcp¿s office. No further complications were reported/are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.